Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty advancing the stent into a tortuous right coronary artery. The stent became dislodged in the aorta and remains there. No attempts at retrieval were made. Pt status is listed as "okay".